Manufacturer narrative:
One tapered screw-vent implant (tsvtb13), and one unknown healing abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The reported device had been placed on tooth # 11 (universal) for an unknown period of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1235365) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. However, DHR review could not be performed for the unknown healing abutment since the lot number was unknown. Complaint history review was performed for the reported lot (1235365) for similar event or complaint and one other complaint was found ¿ (B)(4). However, complaint history review could not be performed for the unknown healing abutment since the lot/item number was unknown. Based on the available information device malfunction and the reported events could not be verified since the products were not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the healing cap loosened and damaged the threads of the implant and need a rethreading tool. Tooth location # 11.